Event description:
It was reported that treatment was performed in a calcified right sfa using a contralateral access. During deployment of the first stent, the stent elongated. During deployment of a second stent, the sheath broke and only the distal portion of the stent was implanted in the sfa. Three additional stents were implanted to complete treatment. No patient injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. A portion of the stent remains implanted. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014.